Manufacturer narrative:
(B)(4). The customer report of a crack in the minicap was confirmed during evaluation. A leak test was performed and a leak was noted. A batch review was conducted for lot gm1104008 and no there were no exceptions during the manufacturing process. A trend was not identified. It was confirmed that this defect was caused by the supplier during the manufacturing process. The supplier was notified. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. A follow-up report will be submitted if additional information becomes available.

Event description:
This report was received from baxter (B)(4). The customer reported a crack on the minicap. The patient developed peritonitis. No further information is available at this time.